Event description:
An impella cp was placed via the femoral access for the support of a 63-year-old male patient who had been admitted in with cardiogenic shock, ventricular tachycardia (vt) storm, ischemic cardiomyopathy, and acute myocardial infarction, presenting in scai stage d shock. The team did state the patient had a history of ventricular tachycardia prior to impella use/placement. The support was ongoing when on day 3 there was slow wide complex of ventricular beats, the pump positioning was assessed for the arrythmia, but no repositioning was needed. The pump remains on for support despite the arrythmia. The arrythmia will be conservatively reported for brief and self-resolving hemodynamic instability, which the team does not believe to be pump related.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp device was inserted via femoral arterial access for the support of 63 yearold male patient who had been admitted with cardiogenic shock, ventricular tachycardia storm, ischemic cardiomyopathy, and acute myocardial infarction, with the pre-support clinical condition identified as society for cardiovascular angiography and interventions (scai) stage d shock. As described in the instructions for use, the impella cp device inlet should be positioned no more than 3.5 centimeters below the aortic valve. Echocardiographic assessment demonstrated that the inlet was positioned approximately 4.5 centimeters below the aortic valve. The clinical team noted the patient had a history of ventricular tachycardia prior to initiation of impella support. On day three of support, the patient developed a slow, wide-complex ventricular rhythm. Device positioning was evaluated in the context of this arrhythmia, and no repositioning remained. The device remained in place and continued to provide support. The arrhythmia will be conservatively reported as brief and self-resolving hemodynamic instability. The field representative later reported that the patient was removed from medications and ventilator support and subsequently died with the device in place. The death is being conservatively reported; however, it is considered unlikely to be related to device performance and more likely due to the patient¿s presenting native critical condition, specifically scai stage d cardiogenic shock.

Manufacturer narrative:
B1 product problem was selected as it was omitted on the initial report. B2, b5, h6 were updated with additional information. The investigation was completed and the device was not returned. Investigation summary: device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details. Ventricular tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details.